Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads, broken belt clip slot and address label sticker peeling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had moisture damage to their insulin pump. Customer's blood glucose was unknown. Customer also reported intermittent response from their up arrow. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.